Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred after the customer left the pump in the sun. The alarm was cleared but recurred multiple times. The customer reported a blood glucose (bg) level of 295 (mg/dl). A manual injection was delivered to address bg levels. It was indicated that injections would be used for diabetes management.